Manufacturer narrative:
The complainant indicated that the device was contaminated and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a contour ureteral stent was opened to be used during a ureteroscopy procedure in the ureter performed on (B)(6) 2022 . During unpacking, it was found that the stent became broken. The procedure was successfully completed with another contour ureteral stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.